Manufacturer narrative:
The device inspection by sorc confirmed followings; the event reported by the customer was reproduced. There was a pinhole on the bending section rubber. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported a pinhole on the device. Then, olympus inspected the device for repair at olympus service operation repair center (sorc) and found that the endoscopic image temporarily disappeared. This event occurred when the video cable was moved. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.